Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review is unavailable as this item was provided directly to smiths medical.

Event description:
Information received a smiths medical patient monitoring bci oximeter accessories battery will not stay charged for more than 45 min. Battery has never fully charged. No patient involvement as this is related to a veterinary complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08430. The report was submitted in error., corrected data: corrected information provided in h10.